Manufacturer narrative:
Event is still under investigation.

Event description:
A (B)(6) male pt with aaa and cingulum underwent aaa impending rupture repair on (B)(6) 2012. The pt's anatomical form was not suitable for the procedure, but it was needed to be performed due to emergency. The main body graft was cut at the part between first and second stent of the limb and the physician attempted to reload it into the main body delivery system. However, it was not valid since the main body graft expanded inside the hub. Then it was loaded and advanced to the target position. The entire main body graft was released, but the suprarenal stent was not expanded and the main body graft migrated upward. The procedure was converted to open surgery since the physician was concerned about the possibility of both renal arteries and superior mesenteric artery occlusion. The main body graft was removed and blood vessel prosthesis was placed. The pt is fine.